Manufacturer narrative:
The device was sterilized at the user facility prior to being returned to olympus for evaluation. The biopsy channel and the suction channel were checked with a boroscope and white residue was found in the channel mount. There were minor scrape marks and a black stain inside the biopsy channel. In addition, the light guide lens had a crack. The device was serviced and returned to the user facility. The exact cause of the user's report could not be conclusively determined. This reported will be supplemented if additional and relevant info becomes available at later time. An olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility's reprocessing practices. No reprocessing deviations were noted. Please cross-reference the following reports for the other four colonscopes: 2951238-2014-00034, 2951238-2014-00036, 2951238-2014-00037, and 2951238-2014-00038.

Event description:
Olympus was informed that five colonoscopes tested positive for klebsiella, citrobacter, pseudomonas, stenotrophomonas, e.coli, enterococcus and other non-specified gram negative bacteria. The user facility cultured the device as part of their microbiological surveillance testing. The device was reprocessed in a non-olympus automatic endoscope reprocessor prior to conducting the test. There was no pt infection associated with this report.